Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. The customer troubleshot with technical support. The customer was advised to inspect the internal exhalation port tubing. The customer found that after the dust was cleaned from the ventilator internally the internal exhalation port tubing was kinked. The customer removed the kink and the system leak test passed.

Event description:
It was reported that the ventilators system leak test was not passing. No patient involvement. Event date not specified; estimate used.